Event description:
Hill-rom technician, found that the bed was not placing a nurse call to the nurse's station. He found that the communication cable was missing a pin. He said there was no sign of abuse. He replaced the communication cable and the nurse call function properly. The bed was found out of service in a storage area and there were no alleged injuries.